Event description:
It was reported that during the implant, the helix was "jumping and sluggish". The lead dislodged post procedure, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood/body fluid present on the proximal conductor and in/on the helix mechanism. The outer insulation was breached; lead damaged at implant. Full lead returned and analyzed.